Event description:
It was reported that the patient was not able to adjust stimulation and was unable to turn the stimulation off. It was noted that the patient was using program 3 at 0.5 volts and experienced a whiplash sensation in the perineum area of the body. The patient stated that she had been experiencing this sensation for about a week and it was "greatly affecting her life." The patient stated that "it had been failing for 2 weeks." It was noted that initially the patient was not using the antenna and was occasionally seeing the "poor communication" screen on the patient programmer. The patient was "confident that she was using it correctly." Basic functionality of the device was reviewed. The patient stated that the "middle key looked depressed" and noticed no change after depressed all the keys one at a time. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v801866, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).